Event description:
It was reported that the injector was set to inject a total volume of 100ml of contrast in the antecubital fossa at a flow rate of 1.5cc/sec. An extravasation, estimated to be approximately 93ml, occurred that the eda did not detect. The extravasation went up the arm and may have been deep in the muscle. Pt was admitted to the hospital and heat packs were applied to the area.